Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that prior to a laparoscopic cholecystectomy, the sterility package is contaminated.

Manufacturer narrative:
(B)(4). Batch # p92p2t. Device analysis: the analysis results found that an el5ml device was returned outside its original package. Only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a tear in the (B)(4). The tear was located outside of the sterility area of the package and therefore not compromising the sterility. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.